Manufacturer narrative:
(B)(4). Only the coverplate was returned for evaluation. The interbody portion was left implanted. Visual and microscopic examination of the coverplate did not identify any crack, fracture, or breakage. Multiple surface gouges are noted on the anterior face of the coverplate. Functional bench testing with the returned spacer and additional sample spacer confirms assembly of coverplate to spacer with no issue and coverplate arms fully and securely engaged into retention pockets. Unable to duplicate the reported event.

Event description:
It was reported that during an alif procedure, the coverplate would not attach to the interbody device. A second coverplate was implanted with no further problems. No patient complications were reported.